Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spinal fusion procedure. It was reported that immediately after a spin using a mayfield, articulating arm and cranial reference frame, the surgeon checked accuracy with a passive probe and they were showing inside the vertebral body when the surgeon was touching a spinous process. A re-spin was taken, and they made sure that the reference frame remained untouched during this time and the issue was resolved. The issue was found to be user error as the frame was bumped. Inaccuracy was around 20mm which made it clear that something was wrong. There was about 10 minutes delay to the procedure and there was no reported impact on the patient due to this event.